Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 80 mcg/ml of fentanyl and 1 mg/ml of hydromorphone via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient was showing symptoms and the healthcare provider was not sure if the symptoms were related to the pump, or something else. The patient was obtunded, would barely wake up, and had slurred speech. It was indicated the event occurred on (B)(6) 2018. At the request of the hcp, technical services requested a local company representative (rep) call the doctor back. The doctor was requesting the rep be paged to assist with stopping the pump. The doctor called technical services back one hour later and indicated they had not heard from the rep yet. Technical services sent another request. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.